Event description:
The distributor contacted animas on (B)(6) 2014 alleging there was a line through the display. No further information was provided. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged display issue remained unresolved with troubleshooting.

Manufacturer narrative:
(B)(4). This complaint is not being reported based on the following conclusion: an exclusion criterion to the (B)(4) reporting guidelines (deficiency of a device found by the user prior to its use) has been met. (B)(6).

Manufacturer narrative:
Follow up #1 submitted: 05/01/2014. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: on examination, the display lens was found to be heavily scratched making it difficult to read the text. On investigation, the display screen was fully illuminated and function without evidence of extrinsic lines on the display. Investigation did not duplicate the original complaint of a line through the display screen.